Event description:
It was reported that, patient experiencing pain. T2 tibial nail was removed.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued.